Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited unspecified oversensing. No intervention was performed. The patient was stable.